Event description:
The customer alleged audible alarm failed to activate. The nellcor puritan-bennett customer support engineer (npb cse) confirmed the failure and replaced the wiring harness. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.